Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for defective lcd. Customer stated that the screen was wavy when a test strip was inserted. At the time of the call the customer reported feeling dizzy. During the troubleshooting process, the call was disconnected. Three attempts to call the customer back were made and contact was not able to be made. No further information was able to be obtained.